Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I may have swallowed some [accidental device ingestion]. Hes been up all night [difficulty sleeping]. Hes been real ill and sick and obsessing over things [general discomfort]. I dropped the toothbrush in the solution [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On (B)(6) 2021, an unknown time after starting polident denture cleanser tablets, the patient experienced wrong technique in device usage process. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant), difficulty sleeping and general discomfort. The action taken with polident denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion, difficulty sleeping, general discomfort and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion, difficulty sleeping, general discomfort and wrong technique in device usage process to be related to polident denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call centre representative (phone) on 05oct2021. The consumer stated that, "I have been using polident the tablets and I dropped the toothbrush in the solution and put it back in my mouth. I think I may have swallowed some., what do you do, would it hurt you. Okay. I do not know what to say about this, hes been real ill and sick and obsessing over things and last night he got polident solution in the cup and got on his toothbrush and hes been up all night worried about it but he could not be satisfied until he spoke with you. I did not think it was a big problem but he didn't swallow it, he says he did swallow it. Is this no the poison control center. He thought he was calling them to talk to hem. I felt like if drinking some milk will neutralize things. Hes been up all night with it. Hes been ill for the past two months and its effected his mind. Where are you from."